Event description:
It was reported that the patient presented to the clinic with discomfort related to the positioning of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event was patient discomfort. The device voltage was above elective replacement indicator (eri) upon receipt. Final analysis did not find any anomalies.